Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a (B)(6) male patient experienced toxic anterior segment syndrome (tass). This was noted at the patient¿s post-operative exam. The outcome of the event was reported to be unknown at this time, however, the surgeon believes the patient's condition will resolve with treatment.